Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The issue was resolved by reconnecting both inspiratory and expiratory pressure transducers printed circuit boards. The ventilator passed the pre-use check and was returned to customer in working condition. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).